Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of stent partial deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the biliary duct to treat biliary duct cancer during a biliary drainage procedure performed on an unknown date. During the procedure, the echo-endoscopic imaging showed that the stent's first flange could only be partially deployed, despite multiple attempts at recapturing and releasing the stent. The stent was recaptured and removed from the patient, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.